Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The knife wire had broken, the wire coating was torn, and the broken part was burnt and melted. There was no abnormality to the measured outer diameter of the knife wire, and no defects to the actual product. No other abnormalities that could lead to breakage of the knife wire would be confirmed. The legal manufacturer¿s final investigation results are as follows: a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. It has been less than 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was speculated that the knife wire breakage was due to the following: 1. By raising the forceps base of the endoscope, the knife wire at the part where the wire coating was torn met the tip of the endoscope. 2.1. By energizing in the state of, the knife wire instantaneously reached a high temperature at the contact portion, leading to breakage. Based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. However, the exact cause could not be determined. 1. The cutting wire where the wire coating was torn met the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Additionally, it was speculated that the tearing of the wire coating was caused by the following factors. However, it was not possible to identify the cause of the occurrence. Because the slider was slightly pushed, the knife wire was bent, and the wire coating contacted and rubbed against the tip metal part of the endoscope. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed because of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the single use 3-lumen sphincterotome v, the distal knife wire broke. The issue occurred during the therapeutic procedure (duodenal papillotomy), and the procedure was completed with a similar device. There was no patient harm associated with the event.